Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the aus stopped working due to fluid loss caused by holes in the balloon and the cuff. Therefore, a surgical procedure was performed to remove and replace both components. No additional patient complications were reported.